Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024, product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2024, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2024 . It was reported that the patient was experiencing pain. The issue was still ongoing. Additional information was received on (B)(6) 2024 . It was reported that the patient stated that they had developed a bleed in their buttock and they would be having their leads removed tomorrow due to that. Additional information was received on (B)(6) 2024. It was reported that the patient's lead broke over the weekend and caused them bleeding and increased voiding. Leads were removed today due to that.